Event description:
It was reported by the clinician that the stopcock at the end of the short piece of pigtail tubing, that connects the central lumen to disposable transducer setup, was leaking at the stopcock end. As a result, the tubing was exchanged.

Manufacturer narrative:
Follow-up report will be field if additional information becomes available.